Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that an amplatzer cribriform occluder was chosen for a patent foramen ovale (pfo) closure procedure. Please note that per the instructions for use, treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 8f amplatzer trevisio intravascular delivery system. During procedure a bulging on the left-atrial disc (sombrero) was noted. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment and there was no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.